Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm ((B)(4)) issue. The reporter stated that the pump emitted call service alarm (B)(4)during the prime step. The reporter attempted to clear the alarm three times during troubleshooting by rebooting the pump, however the alarm recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 064-0001 call service alarms associated with a high force due to an occlusion during a prime on the event date. The pump rewind, load, and prime steps were performed with no duplicated alarms. The pump was exercised for 24 hours with no duplicated alarms.